Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an event where infusion set tubing came apart close to site location while patient was playing on (B)(6) 2025. The site was patient's upper leg. No further information available.